Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.